Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen . No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem correction. H2: additional information correction. A4 weight correction. H6: event problem and evaluation codes correction.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).